Event description:
It was reported an angio-seal device was deployed in 2004. The pt developed an all over body rash six days later. The pt was treated with loratadine and had not presented to the physician as of march 2004 for further treatment of the rash. The pt did not have any reported allergies.